Event description:
A peritoneal dialysis (pd) patient's wife, called (B)(6) customer service to place order for the patient. Asked her if the patient needed any exsept. She stated that the patient is sensitive to exsept and that they use saline solution to clean around the wound. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).